Event description:
It was reported via repair work order that the head end lift had intermittent function and a loss of the brake visual indicator due to a damaged sensor coil cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.